Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced hyperglycaemia event on (B)(6) 2025 due to infusion set dislodgement. The blood glucose value was 414 mg/dl. The patient was also positive for ketones. The patient received assistance from nurse and got treated with correction bolus via pump. Patient replaced supplies as necessary and resume insulin. No further information available.

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary. Complaint investigation results: electronic quality management system (eqms) search - a query was run in the eqms on 23-dec-2025 against "lot number 6013200 and similar malfunction code(s) adhesive patch completely detaches during use- detachment / significant wetness, adhesive patch lifts or detaches during use (only use for confirmed adhesive issue, refer to idd-pmc11.07). The review confirmed that lot 6013200 and the identified failure mode are not associated with any ncrs or corrective and preventive action (CAPA) of the same or similar nature. Similar complaints search a query was run in the eqms on 23-dec-2025 against "lot number" criteria equal 6013200 and similar malfunction codes adhesive patch completely detaches during use- detachment / significant wetness, adhesive patch lifts or detaches during use (only use for confirmed adhesive issue, refer to idd-pmc11.07). The count of complaint is 2. The complaint number is (B)(4). Device history record (DHR) review: the lot 6012688 was manufactured according to the work instruction (wi) was manufactured according to the wi vversion 123 and manufactured in the line inset 8 on 15/may/2025, with a total of (B)(4) units. The device history record (DHR) one non-conformance (nc) was found with number. All required in-process and final tests were completed and met specified requirements. No deviations were identified, and no maintenance events were recorded that relate to the complaint code. Conclusion summary of complaint investigation: as a result of the following: one nc raised during sterilization process unrelated to complaint code, therefore, no nc raised during production related to complaint code, no further actions are required. This complaint will not require further root cause investigation nor CAPA plan. Therefore, this issue will be monitored through the post market surveillance activities. Visual evidence review: no photo was provided to support visual confirmation of the reported issue. Conclusion: unable to perform visual verification; assessment based on available documentation only. Retain samples testing: wi-002702 - guidance for visual testing for complaints area version 3: 3 samples out 3 tested passed visual inspection. Conclusion: testing did not confirm the reported issue; no nonconformance identified. Conclusion summary of complaint investigation: based on the investigation, no further investigation is required. The record will be closed and monitored through tracking and trending per wi (monthly trips and alerts). Conclusion summary of complaint investigation: as a result of the following: a comprehensive review was conducted, including eqms queries, similar complaint searches, device history record review, visual evidence assessment, and CAPA determination. No ncrs or capas of the same or similar nature were found for lot# 6013200 and related malfunction codes. Two complaints was identified for this lot; however, no trend or systemic issue was detected. The manufacturing records confirmed that the lot was produced in compliance with all requirements, with no deviations or maintenance events noted. Samples were requested; however, the customer confirmed that no samples were available for analysis. Consequently, an investigation was conducted using reference samples, and no failures related to the complaint were identified. No photo evidence was provided, so the assessment was based on documentation and reference sample analysis only. Based on these results, no manufacturing or quality issues were identified. The record will be closed and monitored through routine tracking and trending. For more details, see the information under the child investigation record (B)(4).